Event description:
The patient reported fluid on hip and discomfort.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as abgii modular neck. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Manufacturer narrative:
An event regarding discomfort involving an unknown abgii modular device was reported. The event was confirmed. Similar events have occurred for the abgii modular product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported discomfort is considered to be under the scope of this recall.

Event description:
The patient reported fluid on hip and discomfort.